Manufacturer narrative:
The technician isolated the issue to the communication cable. He replaced the cable to repair the bed.

Event description:
Information received indicates the bed exit is not functioning. The system is operating normal locally but is not sending an alarm signal to the nurse call system.